Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that a patient presented in the implant procedure. During the procedure, the right ventricular lead was inserted into the device but it did not show any results. The lead was not used and a new lead was implanted successfully. The patient was stable throughout the whole procedure.